Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced dyspnea, aphasia, and incontinence. The cgm was reading 125 mg/dl, and the blood glucose reading was 35 mg/dl. Per documentation, she took no medication/did no treatment, only monitored cgm/did fingerstick. She said she should have gone to hospital. No other details were documented. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder. H6: health effect clinical code - incontinence.